Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer postal code= 4029. E3: customer occupation = unknown. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle tipless stone extractor's inner wire and outer sheath separated from the yellow component near the hand piece during laparoscopic cholecystectomy. The device was tested before use; the issue was discovered upon activating the open and close. Subsequently, the device couldn't be deployed again. The device was able to remove "a couple" stones before the damage occurred. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d3, d9, and g1 investigation ¿ evaluation it was reported the ncircle tipless stone extractor's inner wire and outer sheath separated from the yellow component near the hand piece during laparoscopic cholecystectomy. The device was tested before use; the issue was discovered upon activating the open and close. Subsequently, the device couldn't be deployed again. The device was able to remove "a couple" stones before the damage occurred. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), device master record (dmr), and instructions for use (IFU), were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. Visual exam notes support sheath and basket sheath are separated. 47.5 of coil is exposed. Minimal adhesive is present on basket sheath. Handle does not actuate basket formation. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: intended use the ncircle, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. Precautions · do not use excessive force to manipulate this device. Damage to the device may occur. The information provided stated the device was used for a lap cholecystectomy procedure. The IFU supplied with the device states the intended use of for stone manipulation and removal in the urinary tract. Based on the information provided, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. It is possible that the cause of the issue was usage of the device contrary to the instructions for use. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.